Event description:
It was reported to boston scientific corporation in 2007 that a trapezoid rx basket device was used in an endoscopic sphincterotomy (est) procedure the same day (male patient; age and weight are unknown). According to the complainant, the basket device was used to retrieve a stone that was approximately 1.5cm in size. An alliance ii inflation device was attached to the handle of the device in an attempt to crush the stone. However, this was unsuccessful possibly due to the hardness of the stone. When the handle was retracted fully to completely open the basket, it was not possible to release the stone from the basket. The tip was still attached to it. The physician was initially unable to remove the stone from the basket. However, the physician was eventually able to release the stone from the basket. It was indicated that the procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
No consequences or impact to patient. .other)- basket would not release. A review of the device history record for the reported lot revealed no anomalies. A visual examination of the returned sample revealed that the basket would open and close as the handle was functioned. The basket of the device still has the detachable tip attached. The basket wires are slightly bent and wavy, normal for a used device. The handle of the device is deformed from the use of the alliance ii device. Specifically the thumbring is cracked and deformed. This is normal damage to the handle when the alliance ii device is used to crush a hard stone. The outer clear sheath is buckled and torn at the black handle strain relief. It was found that the metal and clear sheaths can be moved easily within the black heat shrink of the handle. When the sheaths are moved, the device is no longer functional. The basket remains closed when the handle is functioned. The observed damage above indicates the detachable tip of the basket did not separate from the basket wires while attempting to remove the tip using the alliance ii device. The failure of the tip to detach caused a large amount of the force to be applied to the sheath of the device which caused the metal and clear sheath to move within the black heat shrink at the handle that holds the sheaths in place. This allowed the sheaths to move fairly freely within the handle, preventing the basket from being open after the tip did not detach.